Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that displayed as "low"; although a specific value was not provided. Suspected cause was unknown. Customer consumed glucose tablets to address bg. A pump log review was performed, and the pump is functioning as intended. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available, if necessary.